Manufacturer narrative:
H3, h6: complaint was not confirmed. Upon receiving device, the coating was chipped off the top of the blade prior to receiving the package. Device was connected to the complaint lab generator and an e5 error was generated indicating the device was successfully activated prior to receiving device. The device was tested for functionality and met the product specifications and requirements. The cut and coag buttons had a definitive feel and activated when depressed. No failures were detected during analysis and no defects were seen upon observing device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a generator and handpiece being used for pacemaker implantation. It was reported that alcoholic antiseptic was used during procedure on the patient's skin which was not allowed according to the IFU. The patient's skin where the alcoholic antiseptic was still present got burnt when the handpiece was put into operation. It was noted that the procedure could not be performed with the handpiece as the device burnt the patient. The procedure was aborted and postponed. It was noted that there was no permanent injury and only erthythema on the skins surface where it met the handpiece. There was no medical intervention needed.